Manufacturer narrative:
Received one (1) used ch3034 bag spike adapter w/spiros, one (1) used ch-14 clave bag spike, and one (1) used list# unknown primary plum set for inspection. The filter at the vent plug juncture of the list# unknown primary plum set was wetted out with prior infusate. The product was tested per product specification. There was a leak observed from the filter on the vent plug juncture with the cap open. The leak appeared to seep through the filter vent material from various locations. The reported complaint of air in line can be confirmed. The probable cause is due to restricted flow due to the filter of the plum set being wetted out.

Manufacturer narrative:
The device is available for evaluation- it has not been received. Additional contact information: (B)(6).

Event description:
The event involved a bag spike adapter w/spiros where it was reported that air was in the line during an infusion. However, the customer also returned a mating device sample which was a primary plum sets with list number unknown and unknown lot number. During inspection, the plum sets were find wetted out and leaking filters. Therefore, a complaint is being registered to capture the wetted out and leaking filters of the mating device that was returned with the bag spike adapter w/spiros. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.